Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the enteral feeding pump's alarm does not work. The unit was triaged and the reported condition was confirmed. Upon triage, service found that the speaker was defective. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's alarm does not work. No patient harm or injury reported.